Event description:
User facility reported numerous unsuccessful cavity integrity assessment (cia) tests with 2 disposable novasure devices. A hysteroscopy was done and a uterine perforation noted. The ablation was aborted and the patient was discharged home following a 2 hour recovery period. The patient was given "routine" prophylactic antibiotics (name of medication unknown). The physician provided additional information on 08/14/2008. He reported a dilitation and curettage (d&c) was done prior to the novasure procedure and the patient was sounded twice during the attempted ablation, once with a sound and once with a curette (not hologic devices). The physician reported he does not know which device caused the perforation. Additionally, the physician reported the perforation did not require treatment and that the patient has been seen on follow-up and is doing "fine".

Manufacturer narrative:
A review of the manufacturing records for the lot and serial number of the returned device (08a05h) revealed no abnormalities related to the reported information. This device passed final testing prior to release. The lot number of the other device used in this event is also 08a05h but the serial number is not known. The lot was released meeting all qa specifications. Based on the information obtained to date, no direct correlation can be made between the reported event an the novasure device. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36). Although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.